Manufacturer narrative:
It was reported that the balloon would not fully deflate. Due to this, an additional procedure was required to remove the device. No injury was reported. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
Balloon would not deflate.